Manufacturer narrative:
The actual device was returned to the philips authorized repair facility. The repair technician evaluated the device and found that the device had been tampered. The device had no sound due to missing speaker. The device was repaired by replacing the speaker and other components that were found damaged and outdated.

Event description:
During product evaluation, the philips authorized repair facility technician found the mx40 telemetry device had no sound. The device was not in use on a patient at the time of event, there was no patient involvement.